Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing issues with the wake button, and now the wake button has become detached from the pump. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.